Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection identified a kink in both return lead bodies where all of the internal wires were broken, followed by a cam impression mark. This would have caused the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04972. It was reported that the patient's leads were replaced on (B)(6) 2019 due to high impedances and lost effective therapy. Therapy was confirmed post-op.